Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method - no product returned from user facility. Manufacturer results - customer complaint could not be confirmed. Manufacturer conclusions: no conclusion can be drawn.

Event description:
The 2.8 inr with protime system vs. 4.54 inr with unspecified lab system. Patient therapeutic range not reported. No report of adverse event, serious injury, or interventions.